Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. 624468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (2006) and endometriosis. Concurrent conditions included hypertension, type 2 diabetes mellitus, osteoarthritis, uterine bleeding, dysfunctional uterine bleeding, uterine leiomyoma, back pain, obesity, blood pressure increased, ankle injury (left), headache, cramp in lower abdomen, multiparous, pregnancy (1999), hypertension, urinary frequency, dysuria, eye swelling (left), itching, photophobia, conjunctivitis, hair loss, tiredness, dysmenorrhea, uterine enlargement, varicose veins, leg pain, osteoarthritis, cystic fibrosis, wound infection, varicose vein operation, abdominal pain, adenomyosis, abdominal discomfort and nausea. Concomitant products included amlodipine from (B)(6) 2012 to (B)(6) 2015 for hypertension, baclofen from (B)(6) 2014 to (B)(6) 2017 for osteoarthritis, metformin from (B)(6) 2012 to (B)(6) 2016 for type 2 diabetes mellitus as well as atenolol, dextropropoxyphene napsilate; paracetamol (darvocet a500), docusate sodium (colace), ethinylestradiol; levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2014, hydrochlorothiazide from (B)(6) 2014 to (B)(6) 2016, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy unilateral oophorectomy - right side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2008 (as per pfs). Left tube - 3 remaining coils, right tube - 4 remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Spinal x-ray - on (B)(6) 2014: impression: l4/l5 and l5/s1 severe degenerative disease. Ultrasound doppler - on (B)(6) 2015: impression: no evidence of deep venous thrombosis in the visualized portions of the left lower extremity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs & medical record received: lot no added. New events - "abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish" were added. Outcome of event pelvic pain was updated as recovering / resolving. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in a 38-year-old female patient who had essure (batch no. 624468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (2006) and endometriosis. Concurrent conditions included hypertension, type 2 diabetes mellitus, osteoarthritis, uterine bleeding, dysfunctional uterine bleeding, uterine leiomyoma, back pain, obesity, blood pressure increased, ankle injury (left), headache, cramp in lower abdomen, multiparous, pregnancy (1999), hypertension, urinary frequency, dysuria, eye swelling (left), itching, photophobia, conjunctivitis, hair loss, tiredness, dysmenorrhea, uterine enlargement, varicose veins, leg pain, osteoarthritis, cystic fibrosis, wound infection, varicose vein operation, abdominal pain, adenomyosis, abdominal discomfort and nausea. Concomitant products included amlodipine from (B)(6) 2015 for hypertension, baclofen from (B)(6) 2017 for osteoarthritis, metformin from (B)(6) 2012 to (B)(6) 2016 for type 2 diabetes mellitus as well as atenolol, dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium (colace), ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2014, hydrochlorothiazide from (B)(6) 2014 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy unilateral oopherectomy -right side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2008 (as per pfs) left tube - 3 remaining coils right tube - 4 remaining coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Spinal x-ray - on (B)(6) 2014: impression: l4/l5 and l5/s1 severe degenerative disease. Ultrasound doppler - on (B)(6) 2015: impression: no evidence of deep venous thrombosis in the visualized portions of the left lower extremity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 38-year-old female patient who had essure (batch no. 624468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (2006) and endometriosis. Concurrent conditions included hypertension, type 2 diabetes mellitus, osteoarthritis, uterine bleeding, dysfunctional uterine bleeding, uterine leiomyoma, back pain, obesity, blood pressure increased, ankle injury (left), headache, cramp in lower abdomen, multiparous, pregnancy (1999), hypertension, urinary frequency, dysuria, eye swelling (left), itching, photophobia, conjunctivitis, hair loss, tiredness, dysmenorrhea, uterine enlargement, varicose veins, leg pain, osteoarthritis, cystic fibrosis, wound infection, varicose vein operation, abdominal pain, adenomyosis, abdominal discomfort and nausea. Concomitant products included amlodipine from (B)(6) 2012 to (B)(6) 2015 for hypertension, baclofen from (B)(6) 2014 to (B)(6) 2017 for osteoarthritis, metformin from (B)(6) 2012 to (B)(6) 2016 for type 2 diabetes mellitus as well as atenolol, dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium (colace), ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2014 , hydrochlorothiazide from (B)(6) 2014 to (B)(6) 2016, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection/bladder/urinary problems : uti"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and alopecia ("other injuries/symptoms hair loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy unilateral oopherectomy -right side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, urinary tract infection, abdominal pain and alopecia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2008 (as per pfs) left tube - 3 remaining coils. Right tube - 4 remaining coils. Plaintiff received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, psych injury, uti, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Spinal x-ray - on (B)(6) 2014: impression: l4/l5 and l5/s1 severe degenerative disease. Ultrasound doppler - on (B)(6) 2015: impression: no evidence of deep venous thrombosis in the visualized portions of the left lower extremity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event per pfs: abdominal pain, general abnormal bleed, hair loss were added. Outcome of pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, uti and hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.